Event description:
Allegedly during shoulder arthroscopy, fluid extravasated into the tissues. Dr had to change to open procedure to finish the case. Prior to case, pt had consented to an open procedure. Pt returned to hosp for post-operative visit and was doing well. Dr stated that there was no injury to the pt.